Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Reportedly, the customer corrected the time and date and resumed insulin therapy. Customer also reported that the daily dose was incorrect after a software update, however, no further information regarding this issue was obtained. There was no reported impact to blood glucose.